Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal saline via an implantable pump for non-malignant pain. It was reported that the doctor wanted the pump shut off due to patient having a fractured catheter. The doctor said about 4 months ago they noticed but not sure when it started. Technical services reviewed minimum rate and doctor decided to stick with the minimum rate and not pump off.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2019 product type catheter product ID 8598a serial# (B)(6) implanted: (B)(6) 2007 product type catheter product ID 8711 serial# (B)(6) implanted: (B)(6) 2006 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 26-jul-2020, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(6), ubd: 16-may-2009, UDI#: (B)(4); product ID: 8711, serial/lot #: (B)(6), ubd: 16-may-2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.